Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was found to have an insulation abrasion. The lead was capped and replaced. There were no adverse consequences to the patient.